Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the peg tube was difficult to move. On (B)(6) 2018, the patient underwent a gastroscopy which revealed a buried bumper. On (B)(6) 2018, the peg and j tube were removed and duodopa therapy was suspended.